Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-jan-2014, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 09-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving morphine at 1 mg in simple continuous mode via an implanted pump. It was reported that the patient had an increase in pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted, and the radiologist was unable to aspirate the catheter. The patient was being referred for a catheter revision. The issue was not resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event.